Event description:
It was reported the customer received a blank display. Customer also stated there were cracks by the battery compartment on their insulin pump. Customer's blood glucose was 160 mg/dl. The customer could not recall how the damage had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery cap contact. Insulin pump was tested with a new battery cap and no blank display noted afterwards. Insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.